Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08336. Reportable based on the completed device analysis of the related complaint on 03-aug-2017. It was reported that the rotawire became kinked. The 90% stenosed target lesions were located in the moderately tortuous and severely calcified mid right coronary artery and the atrioventricular branch. A 330cm rotawire¿ was selected to advance. During introduction, a kink was noted on the rotawire causing difficulty in advancing the rotaburr. The rotawire was removed from the patient's body and completed the procedure with another of the same rotawire. No patient complications were reported. However, device analysis revealed a missing spring tip solder joint.